Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pen needle¿ ultra-fine iii was missing at patient end of pen needle hub. No serious injury or medical intervention was reported.

Event description:
It was reported that bd pen needle¿ ultra-fine iii was missing at patient end of pen needle hub. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned (3) open 8mm, 31g pen needles without the tear drop label. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Severity ranking is s1. A complaint history check was performed and this is the 1st related complaint for needle missing on lot # 8143539. Investigation conclusion: all returned pen needles were examined and all exhibited a broken non patient end of the cannula. Bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.